Event description:
Beckman coulter, inc. (Bec) personnel reported that four bottles of coulter trucolor wright-giemsa stain were found to be leaking a small amount of stain around the caps upon arrival at the lab. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).